Manufacturer narrative:
The product has been received for analysis. Product investigation is complete. Analysis was unable to confirm reported observations of dislodgement and loss of capture. Lead was found to meet specifications. As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that right ventricular lead was explanted and replaced due to dislodgement and loss of capture found at routine follow-up. No additional adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right ventricular lead was explanted and replaced due to dislodgement and loss of capture found at routine follow-up. No additional adverse patient effects reported.